Manufacturer narrative:
(B)(4). This case was reviewed and investigated according to philips volcano policy. There was no patient involvement at the time of the incident. Patient had yet to enter the operating room. The patient's procedure was successfully completed using another system. Additional information obtained indicated when distributor booted up the system during a preoperative system check, before the patient entered the operating room, smoke had been seen from the back side of system. Implant date: not applicable as there was no patient involvement at the time of the incident. Explant date: not applicable as there was no patient involvement at the time of the incident. There is no lot number for this product. There is no expiration date for this product. Visual inspection and functional testing was performed on the returned device. The system had a burned backplane which was consistent with the cooling fan +12v power cable getting pinched between vh data cable's ferrite core and the vga splitter mounting bracket. The pinched wire caused an electrical short between the power wire and the chassis ground. The short resulted in overcurrent, resulting in high heat levels which burned the backpanel and produced the reported burning smell. The issue described in this complaint occurred before the patient entered the procedure room; by report, there were no adverse consequences for the patient or staff. This failure mode, if it were to recur in a hospital or outpatient laboratory setting, could ignite a fire. The root cause of the pinched fan power cable was incorrect routing of the fan power cable. The last service check by the manufacturer's field service engineer (fse) indicated the system worked properly and the system check had been performed without any issues. No rewiring was performed at that time. It is unknown when or how the rerouting occurred. The system will be repaired and returned to (B)(4) as the customer owned the system. To date, no other similar complaints were reported on this asset for this failure. The design fmea includes the evaluation of risk associated with exhaust fan failure due to a short of 12v dc power. We will continue to monitor these types of review complaints. We will continue to monitor these types of review complaints.

Event description:
It was reported smoke occurs when the distributor turned on the system, usage was discontinued. Procedure was successfully completed using another system. There was no patient involvement at the time of the incident.